Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The device had a cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and she was unable to exit the preparing to prime loop. During troubleshooting, the customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the display. The customer stated she did not receive the beeps nor numbers on the screen and the insulin pump alarmed again. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 222 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.